Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a scrolling keypad. The blood glucose reading was 158 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that she had gone to input the carbohydrate values and the screen kept going up and up. Advised discontinuation and replacement of the insulin pump. Nothing further reported.